Event description:
It is reported by patient's counsel that pt underwent open reduction internal fixation in 2004, to repair nonunion of a left distal humerus fracture sustained in 2003. Post-op, in late 2004, the pt's physician noted that some of the screws had fractured, and pt was revised in 2005, wherein some screws were not able to be removed and remain embedded in the pt.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.